Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the implantable cardiac monitor could not be interrogated despite using two different programmers. No intervention or patient symptoms were reported. No further information could be obtained.